Event description:
It was reported that when patient presented remotely via merlin.net transmission, patient received inappropriate shock from the device for supraventricular tachycardia episodes. Programming changes were recommended. Physician elected to leave the device programmed as is since this was the only episode observed. No further information available.

Event description:
New information received: patient presented remotely via merlin.net transmission showed inappropriate therapy was delivered due to an supraventricular tachycardia episode which was then classified as a ventricular tachycardia by the device. No shocks were delivered. New programming changes were recommended. Patient was not presented in the clinic therefore no programming changes were made and it is unsure if physician will make programming changes. No further information available.